Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen via an implantable pump for head/brain injury and intractable spasticity. It was reported that the patient's pump had been empty for 6 months. The date (B)(6) 2015 is considered an approximate date of event. The pump was alarming. The cause of the pump alarm was not confirmed. The patient did not want the pump anymore and was offered saline by his previous doctor. The patient wanted to shut down / disable the pump. The pump was to be disabled on (B)(6) 2016 as long as the patient's neurologist signs the authorization form to do so. It was later reported that the pump was being programmed to off state on (B)(6) 2016 as directed by the hcp. The pump was going to be explanted. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.